Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported by the hospital biomed that while performing an electrical safety test on a gen11 generator, even though all of the values were all within the specifications, the values were not consistent enough for his liking. Biomed then opened the unit and realized that the connections to ground were loose. Biomed stated that he would tighten the connections and re-test the device. Generator had been in use since (B)(6) 2011.